Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were missing data points on the continuous glucose monitor graph. Reportedly, the customer declined troubleshooting with tandem technical support and continued to view the graph data on a mobile application. There was no reported adverse impact to the customer's blood glucose level.